Manufacturer narrative:
The reason for this revision surgery was to remedy a broken bone after 5.1 years of patient use. The outcomes attributed to this event are non-serious. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the 71st complaint for this part number: 17 for device loosening, 15 for a broken screw, 11 due to infection, ten due to dislocation, five due to trauma, four for instability, two due to dissociation, one due to subsidence, one for non-assembly, one due to surgical technique, one for a loose joint, one miss-alignment, and one for limited range of motion. This is the first complaint for this lot number. The root cause of the broken bone (fracture) was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the patient's humerus fractured. The surgeon determined a longer stem was required.